Event description:
It was reported that the bd safetyglide¿ needle safety mechanism was difficult to engage. The following information was provided by the initial reporter: may 3. Dr. Was preforming an injection on a hip joint and the needle bent and was difficult to withdraw from the patient. When teh safety glide was attempted to be applied the needle bent further and it was difficult to cap - risk to staff for needle prick.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the safety mechanism has been activated and the needle got bent from the bottom part. Based on the investigation and with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle safety mechanism was difficult to engage. The following information was provided by the initial reporter: may 3 - (B)(6)was preforming an injection on a hip joint and the needle bent and was difficult to withdraw from the patient. When teh safety glide was attempted to be applied the needle bent further and it was difficult to cap - risk to staff for needle prick